Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was inspected when opened with no damage found when the or tech tried to load a clip into the applier it would not hold the clip. The clip applier was replaced and tagged as defective. The type of clips being used was hem-o-lok medium large clips. No damage was caused by this with minimal delay to the case. The case was a robotic cholecystectomy. Correction: h8. Was updated to initial use of device.

Event description:
It was reported that during a da vinci-assisted adrenalectomy pediatric surgical procedure, customer reported the clip applier instrument would not hold or deploy a clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.